Manufacturer narrative:
A dräger field service engineer checked the device on site and could perform a self-test and a functional ventilation test without deviations. The evita 2 dura worked within specifications. In addition the device log file was checked by the manufacturer. The logged entries indicate that the device was operated in CPAP ventilation mode. This mode is indicated for positive airway pressure support of patients with spontaneous breathing. In addition it could be seen in the log file that the device alarmed for ¿apnea¿, ¿mv low¿ and ¿tidal volume high¿ which points to a leakage in the hose system of the patient. As such a leakage may superpose the spontaneous breathing efforts of the patient, it is likely that the device could not detect the breathing strokes and thus did not trigger the positive airway pressure support. This was then interpreted by the user as a stop in ventilation. Generally, the patient ventilation is controlled and monitored by the device software. In case set alarm limits are met, the device generates corresponding alarms. The log file confirms that the device generated such alarms in order to alert the user as specified. There is no indication for a device malfunction.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started but is not yet concluded. Results will be provided in a follow-up report.

Event description:
It was reported that the device stopped ventilation. There was no report of any patient consequences.